Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked. Additionally, it was reported that resistance was experienced during the fill process. A needle/syringe change and new cartridge was loaded resolving the issue. Blood glucose level ranged from 80 mg/dl to 120 mg/dl.